Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
The representative reported that they experienced issues with the injectors riding over the iol.

Manufacturer narrative:
Correction: on initial MDR the product problem code of 2339 was an error. It should have been 4010 on the original MDR. The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside the device. Additional observations were identified as the device was returned loose in the carton. The lens stop and the plunger stop has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. Viscoelastic is dried in the device. The plunger has been retracted to mid-nozzle. No damage or abnormalities observed. The lens is returned adhered to the outside of the device. Solution is dried on both surfaces of the iol. No damage observed. The product investigation could not identify the root cause for the reported complaint injector riding over the iol as lens was returned outside the device. Due to this, we are unable to confirm lens and haptic position for advancement and determine a root cause. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).